Manufacturer narrative:
Evaluation confirmed a molding defect in the apl valve affecting specific lots. Bench testing demonstrated that the resulting pressure remained below clinically concerning levels. While elevated pressure may contribute to transient effects such as gastric insufflation or emesis, these are uncommon and typically recognized and addressed promptly by clinicians through visual or tactile feedback during use.

Event description:
A breathing circuit (jackson-rees) was reported to exhibit increased resistance during clinical use. The healthcare professional noted the bag was not deflating properly and upon inspection, observed that the triangular openings on the apl (adjustable pressure-limiting) valve seemed to be partially occluded, limiting airflow and causing increased resistance. No patient injury occurred. The report indicated that this condition could lead to elevated pressures that could potentially result in lung damage if not detected timely.